Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Also, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited out of range rv impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.